Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported a false positive result with the binaxnow covid-19. Confirmation testing with pcr generated negative results. The customer stated the patient was symptomatic, with low fever. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updates fields: d1, d2, d3, d4, g1, g3, and g4.